Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted. The customer performed a system check and it appear that the site was cause of the occlusion; however, the customer did not change the site as the remainder of the bolus was able to be delivered without another occlusion alarm